Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and booted up. Functional testing was unable to be performed. Pairing test was performed and passed. A review of the downloaded data log confirmed the reported event of loss of connection. A probable cause could not be determined. No additional patient or event information is available.